Manufacturer narrative:
During testing while testing the high to low volume settings the audible alarm tone was lost and the device displayed an e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that, during preventative maintenance testing, the device had an abnormal audible tone, this does not indicate a reportable malfunction. However, during verification testing at the svc ctr, while testing the high to low volume settings the audible alarm tone was lost and the device displayed an e301 (audio alarm failure) with no audible alarm tone.